Manufacturer narrative:
(B)(4) date sent: 12/2/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how long after the original surgery was the leak found? Date of "anastomatic leak" for cs40b is (B)(6) 2016. On what tissue was the anastomotic leak found? Large bowel describe what was seen during the 2nd surgery ¿ staples present? Staple shape is unknown. They suctioned off about 2 liters of fluid from abdomen after they opened the patient¿s wound from previous surgery. The anastomotic leak was not discovered until the patient became very ill requiring transfer to the intensive care unit. This is why the first stapler was not available for examination. It had already been discarded. What tissue was being stapled when the device misfired? Large bowel what was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain? Critical condition , patient was in ICU after surgery. The following information was requested, but unavailable: in the primary procedure, was the transection completed in one or multiple firings? Was the device difficult to close?

Event description:
It is reported that during an unknown procedure the device misfired. The patient came back after surgery (using the reported device) with diagnosis of an anastomotic leak. Surgeon used another like device to complete the procedure.